Event description:
Clinical report states the pt was revised due to loosening of the patella and tibial tray.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation was unable to verify or identify any evidence of product contribution to the reported event. The need for corrective action was not identified.